Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. The mar explains, the fracture artifacts suggest a bending overload fracture. The per explains, based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional related issues for this item. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Straight modular g7 impactor handle fractured at the threads while impacting the liner during a total hip procedure.